Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was damaged. It was noted that the pump case was cracked/damaged around the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) ¿ additional information: on (B)(6) 2014, the reporter contacted animas with additional information. It was reported that the top of the battery cap was worn. It was noted that the battery cap was able to be secured to the pump despite the damage. The reporter alleged that there was no damage to the pump casing.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/16/2014 with the following findings: visual inspection revealed that the batter compartment threads were damaged. The returned battery cap was not able to be fully secured to the pump. The battery cap threads were found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.